Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Cable burned the leg of the patient.

Manufacturer narrative:
Investigation: the cable was investigated by our electronic department. Normally the electrical resistance of the cable should by lower than 5 ohms. Actually the electrical resistance of the cable is around 40 kilo-ohms, measured with a 250 vdc insulation resistance tester. Thus, no electric current flow can heat up the cable to such an extent that it would lead to a burning of the patient. A damage of the insulation could not be found, neither at the visible inspection, nor at the insulation test with 1000 v direct current. This indicates that the braid has to be broken inside the insulation. This breakage could be caused during improper handling or processing. According to the IFU, the costumer should never place the product on or next to the patient. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Corrective action: according to sop (B)(4) a CAPA is not necessary.